Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the rigid video scope had damaged insulation and a bad light. There was no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, and the light guide bundle of the insertion section is broken. A definitive root cause could not be identified. Based on the results of the investigation: it was likely that the damaged insulation and poor lighting were due to the light guide bundle of the insertion section being broken. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end). A definitive root cause could not be identified for the broken light guide bundle of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.